Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Event description:
Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011, from a physician via a company representative regarding a (B)(6) male patient, initials (B)(6). The patient's medical history is significant for arthritic pain. On (B)(6) 2011, the patient initiated synvisc-one, 6 ml in the left knee. On an unspecified date in 2011, the patient experienced left knee pain and swelling. The patient stated that the pain was different from his usual arthritic pain. On (B)(4) 2011, the patient's left knee was aspirated for 45 ccs and the patient received a cortisone injection. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The relationship between synvisc-one and the events was not provided by the reporting physician.